Manufacturer narrative:
Concomitant medical products: d284drg ICD, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine generator change, the right atrial (ra) lead was capped, reported as "unusable", and replaced. No patient complications have been reported as a result of this event.